Event description:
It was reported that during a cryo ablation procedure, air ingress was observed continuously during aspiration. The hemostatic valve was suspected to be the cause and the sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
Product analysis: clinical data files were returned and analyzed. The files showed at least nine injections were performed with the catheter 2af284/39433-65 without any issues or system notices on the date of event. The reported issue could not be confirmed through data analysis. Pending results of the analysis on returned product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 85313, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. In conclusion, the reported issue was confirmed through analysis. The sheath, 4fc12 with lot number 85313, failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.